Manufacturer narrative:
Additional narrative information: age at time of event: unknown/not provided. Date of birth and gender: unknown/not provided. Patient weight: unknown/not provided. Ethnicity and race: unknown/not provided. Date of event: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign matters which looked like glittering small pieces of metal were observed in patient's eye after ultrasound was applied during phaco procedure. The surgeon immediately removed all the foreign matter with irrigation aspiration handpiece. Procedure was successfully completed. There was no patient injury. Customer suspected the foreign matters were originated from the phaco tip. Reportedly the phaco tip was reused and sterilized for approximately four times prior to the event. The foreign matter was discarded at site. No further information provided.

Manufacturer narrative:
Additional narrative information: additional information was received, and it was reported that there was no solution other than purified water used for flushing/washing. There was no use of any vibrator (ultrasonic cleaner) during the cleaning/re-sterilization process. Reportedly the signature us code and tip wrench are placed in the same case (on the silicone mat) but not in direct contact with it. Customer washing basket dedicated to micro instruments to keep the fake head tip away from other instruments when drying. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: 6/21/2022 . Section h3. Device evaluated by manufacturer? Yes section h6 coding type of investigation: 10 investigation findings: 213 investigation conclusions: 67 device evaluation: 4 opened phaco tips were received in an opened pouch. There was no identification on which one was related to the event. No lot information could be confirmed from the return. A visual inspection of all the phaco tips reveals that the yellow finish on the exterior of all 4 phaco tips was worn off. The number of times the tips were reused cannot be determined. The proximal and distal openings of the tips were inspected - no signs of damage or scratches on the interior surfaces of the tips. No indication of tip damage or scratching that could contribute to the reported issue. Without a returned particle sample and/or photo/video of the procedure, the reported foreign matter cannot be correlated with the observed tip discoloration. No particles observed, therefore the reported issue could not be confirmed. Manufacturing record review: manufacturing records were not reviewed since lot number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: this investigation was initially completed with no video analysis. The video analysis was subsequently performed at jjsv irvine. This investigation was reopened in order to document the results of video analysis. A video analysis reveals a phaco tip being used in a procedure. However, due to the quality of the video, no foreign material can be seen in the eye. The reported issue cannot be confirmed through video analysis. Based on the information obtained, there is no indication of product malfunction or product deficiency. For further analysis, subject matter expert was made aware and consulted of the reported issue. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Customer provided surgery video and asked to review video. It was alleged that foreign matters were aspirated with irrigation/aspiration tip in the video 0:00 to 0:10; although, the sales representative was unable to observe the alleged foreign matters in the surgery video. The investigation has been reopened to review. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.